Event description:
Caller alleged discrepant results using the inratio2 meter: results as follows: on (B)(6) 2011, one of the nurses obtained error 411 and 134 on one pt using the inratio2 meter. She went back to the office, traded meters and retested pt. Nurse stated that she obtained a hi message. Due to the hi message, she gave the pt vitamin k. The following day the nurse obtained a 2.0 inr with the inratio meter. Nurse stated that there was blood in the pt's urine. Pt had a urinary tract infection. Nurse was able to obtain results with this pt using inratio meter on the following dates: date: (B)(6) 2011, inratio: 1.6; (B)(6) 2011, 2.5; (B)(6) 2011, 2.0; (B)(6) 2011, 2.5.

Manufacturer narrative:
Investigation pending.